Manufacturer narrative:
The exposed portion of the soft cannula was found to be flattened and stretched to 27.87mm in length. During the investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
The device was returned and evaluated. The exposed portion of the soft cannula was found to be flattened and stretched to 27.87mm in length. During the investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 25 and 36 hours. As treatment, a new pod was applied.